Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the handpiece jammed and did not provide ultrasound during a cataract with intraocular lens implant procedure. The procedure was completed after exchanging the handpiece. There was no delay in the procedure and no harm to the patient.